Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had locked the insulin pump's keypad. They ran out of insulin and while in the process of recharging it, the screen froze up. The buttons were not responding. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer's blood glucose level was unknown. The customer stated that they were able to clear the keypad. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons at b, esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. No unexpected frozen screen anomalies noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.